Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she did not have her snack the previous night and woke up low. Customer acts drunk and cannot talk. Customer stated that she fell a couple of times. Customer was diagnosed with renal failure. Customer stated that her daughter called the paramedics. The blood glucose reading at the time of the event was 50 mg/dl. The paramedics treated customer with IV; arrived at the hospital with a blood glucose reading of 70 mg/dl. Hospital treated with IV and the blood glucose level increased to 200 mg/dl. The blood glucose reading increased to 400 mg/dl. Customer was treated with manual injections. The insulin pump was not connected. Customer was also hospitalized in march because she was bleeding internally. Admitted to ICU. Customer experienced low blood glucose for eight days. The blood glucose reading was 40 mg/dl. Customer was not using the insulin pump. Nothing further reported.